Event description:
It was reported that a malfunction occurred on the pump. There was no adverse impact to the customer¿s blood glucose level. Technical support provided pump reset information and assisted the customer in resetting the pump. The same malfunction code did not recur after the reset, and the customer was advised to continue using the pump and to call back if any malfunction code recurs.